Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device / ion of essure device location of device: uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("pain lower back "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (ablation). Essure was removed on (B)(6) 2005. At the time of the report, the uterine perforation, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, menstrual disorder, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs: new events: menopause, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal pain were added. Reporter, patient demographic information, essure stop date added. Previously reported event ¿device dislocation¿ updated to ¿device expulsion¿. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device / ion of essure device location of device: uterus"), fallopian tube perforation ("migration of essure device location of device: not in right tube/right essure was puncturing my tubes/the essure device that was in the abdomen was supposed to be for the right side."), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarrige)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (((B)(6) 1986, (B)(6) 1990)) and multigravida. Previously administered products included for an unreported indication: norethindrone from 2002 to january 2005. Concurrent conditions included uterine bleeding, vaginal bleeding, type 2 diabetes mellitus (metformin) since 2015, hypertension (lisinopril) since 2015 and high cholesterol (lovastatin) since 2015. In (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdominal area") and back pain ("pain lower back "). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and dyspareunia was resolving and the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, abdominal pain, dysmenorrhoea and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted to be visible from the opening of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received, event added as- abdominal pain lower, event outcome for event vaginal hemorrhage, menorrhagia, abdominal pin lower, dyspareunia, uterine perforation updated from unknown to recovering resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device / ion of essure device location of device: uterus"), fallopian tube perforation ("migration of essure device location of device: not in right tube/right essure was puncturing my tubes/the essure device that was in the abdomen was supposed to be for the right side."), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 (((B)(6) 1986, (B)(6) 1990)) and multigravida. Concurrent conditions included uterine bleeding and vaginal bleeding. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and back pain ("pain lower back "). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy), and surgery (ablation). At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted to be visible from the opening of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical record received: reporters, historical conditions and event fallopian tube perforation were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device /migration of essure device location of device: uterus'), fallopian tube perforation ('migration of essure device location of device: not in right tube/right essure was puncturing my tubes/the essure device that was in the abdomen was supposed to be for the right side.'), device breakage ('fracture'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('post implant pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (((B)(6) 1986, (B)(6) 1990)) and multigravida. Previously administered products included for an unreported indication: norethindrone from 2002 to (B)(6) 2005. Concurrent conditions included type 2 diabetes mellitus (metformin) since 2015, hypertension (lisinopril) since 2015, high cholesterol (lovastatin) since 2015, uterine bleeding and vaginal bleeding. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2005, the patient experienced complication of device removal ("failed removal surgery"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdominal area"), back pain ("pain lower back "), genital haemorrhage ("gen abnormal bleeding"), psychological trauma ("psych injury") and procedural pain ("post removal complication ") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and dyspareunia was resolving, the fallopian tube perforation and device breakage had resolved and the pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, psychological trauma, procedural pain and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, procedural pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: three coils were noted to be visible from the opening of both fallopian tubes. Patient received treatment for pain, bleeding, migration, fracture. Discrepancy noted for essure removal date- (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device /migration of essure device location of device: uterus'), fallopian tube perforation ('migration of essure device location of device: not in right tube/right essure was puncturing my tubes/the essure device that was in the abdomen was supposed to be for the right side.'), device breakage ('fracture'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('post implant pregnancy') and abortion spontaneous ('pregnancy (stillbirth or "miscarriage")') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (((B)(6) 1986, (B)(6) 1990)) and multigravida. Previously administered products included for an unreported indication: norethindrone from 2002 to (B)(6) 2005. Concurrent conditions included type 2 diabetes mellitus (metformin) since 2015, hypertension (lisinopril) since 2015, high cholesterol (lovastatin) since 2015, uterine bleeding and vaginal bleeding. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2005, the patient experienced complication of device removal ("failed removal surgery"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdominal area"), back pain ("pain lower back "), genital haemorrhage ("gen abnormal bleeding"), psychological trauma ("psych injury") and procedural pain ("post removal complication ") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage and dyspareunia was resolving, the fallopian tube perforation and device breakage had resolved and the pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, psychological trauma, procedural pain and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, procedural pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: three coils were noted to be visible from the opening of both fallopian tubes. Patient received treatment for pain, bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, essure indication, insertion date, event gen abnormal bleeding ,fracture, psych injury, failed removal surgery, post removal complication , event outcome and rcc comment added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.